Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6) 2021, due to recurrent infection and granulations. The implanted device remains.

Event description:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2021. The implanted device remains.

Event description:
Per the clinic, the patient was treated with oral antibiotics for the infection.